Event description:
It was reported from canada that the pins on one of the controller power ports were bent. The patient was not able to connect a battery, no alarms were experienced. The controller was exchanged for the back-up controller without incident by a family member. The patient outcome is noted as no consequence or impact on the patient for this event.

Manufacturer narrative:
Additional information received indicated: in a separate event, the patient expired on (B)(6) 2014 and hvad was explanted on (B)(6) 2014. This event is being investigated in a different complaint (3007042319-2014-01231). Controller received and tested. The controller fails visual and functional testing as a result of a broken pin on the ps1 connector. The damaged port was unable to transfer electrical signal from the battery or ac power source to the controller rendering it ineffective. This failure is most likely due to a forced or improper connection to the port causing the pin to break.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. The facility reported that a patient a patient's controller had bent pins on the power sources. The controller was exchanged without issue. There was no reported patient injury related to this event. The controller was returned to the manufacturer for evaluation. Evaluation confirmed damage to pins on the power source one (1) connector, preventing the powering of the controller through said port. The root cause for the 'poor mechanical connection' is the damaged pins on power source one (1) most likely as a result of a combination of material durability, assembly interferences, and user mishandling. The manufacturer has an open internal investigation to investigate and mitigate the occurrence of these types of issues. Z-1698-2015: a field safety notice (fsca apr2015a) was issued to clinicians to be delivered to patients currently on device. It provided awareness, warnings, and safety mitigations regarding worn alignment guides resulting in bent pins. The fsca instructed patients to inspect the power supply ports on their controllers for potential wear or damage to the alignment guides or connection pins. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4).